Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the clinic on (B)(6) 2023 for a driveline infection. The patient symptoms were redness, drainage, and abscess of left axillary/xiphoid process. A computed tomography (CT) scan of the chest upon admission showed 4cm presternal fluid collection, 1cm retroxiphoid fluid collection and a new 3 cm subcutaneous density with internal gas bubble in left lateral chest wall. Infectious diseases (ID) and the cardiovascular and thoracic surgery (cvts) department were consulted, and the patient was started on vancomycin/cefepime. On (B)(6) 2023 warfarin was withheld and the international normalized ratio (inr) was 2.4. On (B)(6) 2023 an operating room (or) washout was performed, purulent fluid was removed from the localized subxiphoid area, and a large abscess in the left chest wall was observed with close apposition of the left ventricular assist device (lvad) through the chest wall. A wound vacuum-assisted closure (vac) was placed. Warfarin was restarted on (B)(6) 2023. The surgical wound cultures were found to be positive for mrsa on (B)(6) 2023 and cefepime was stopped. On (B)(6) 2023 the patient's pain regimen was increased and a peripherally inserted central catheter (PICC) was placed. On (B)(6) 2023 a nerve block was performed for the pain which only lasted a few days. A 2-view chest x-ray was performed on (B)(6) 2023 palliative care was consulted. On (B)(6) 2023 another nerve block was performed, and the patient discharged on antibiotics. The patient's symptoms had improved but not resolved. The chronic driveline infection was now managed outpatient. The continued plan of care was to manage outpatient on antibiotics long term on an ongoing basis.